Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was stuck on the rewind screen. The customer¿s blood glucose was unknown. The insulin pump alarmed no delivery. Advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Advice customer to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. Customer stated that the insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.